Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was compounded baclofen and clonidine via an implantable pump for malignant pain. The drug concentration and dose rate of both pump medications were not specified. It was reported that during a pump replacement on (B)(6) 2020 for approaching elective replacement indicator (eri), a catheter access port (cap) dye study was performed and revealed an occlusion at the catheter tip. The catheter was replaced on (B)(6) 2020. The event was resolved without sequelae on (B)(6) 2020. The healthcare provider had disposed of the device according to their biohazard instructions. The device diagnosis was catheter occlusion and the clinical diagnosis was noted as being not applicable. Regarding etiology, the relationship of the event to the device or therapy was related and the relationship of the event to the implant procedure was not related. No further patient complications have been reported as a result of this event.